Manufacturer narrative:
No investigation to be performed on this unknown fmc product.

Event description:
A quality systems specialist spoke with patient's daughter and learned the patient died in (B)(6) 2017. The precise event date is not available, therefore, (B)(6) 2017 will be used to represent the date of the event.